Event description:
Consumer states the ibgstar vs. The free style meter is 40-50 points higher. Caller states their son was treated with novolog based on the ibgstar reading and subsequently he became hypoglycemic.

Manufacturer narrative:
Patient did not require medical treatment. Situation has been resolved. Meter has not been returned for evaluation. An updated report will be submitted if additional information becomes available.